Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is not available. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system wouldn't boot. The system was plugged in. No patient present.